Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, to update section e4 and g3, and to attach mw5093625 report received.

Event description:
Terumo medical received an FDA medwatch report # mw5093625 on 27apr2020. The event description states: "run-through 300cm guide wire broke off in coronary post intervention.".

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The shipping inspection results were reviewed regarding the breaking strength of the distal section of the product for the last six months (september 2019 - february 2020). No specific fluctuation in the data was observed. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. It is likely that the distal coiled section of the actual sample might have been trapped in a hard object (e.g., calcified lesion or a stent), and in that state, it might have been subjected to excessive pulling force, resulting in the fracture of the wire. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR 2243441-2020-00019 for the importer report. (B)(4).

Event description:
The user facility reported that it was noted upon fluoroscopy that the distal end of the involved runthrough wire had broken off into the patient's artery. The event occurred after a coronary artery intervention, and after the wire and support catheter (ebu 3.5) were removed . The patient's condition was stable. There was no patient injury, medical/ surgical intervention required. They completed the intervention procedure. Additional information was received 06 mar 2020. The physician decided to leave the tip where it was and was still there. There was no attempt made to remove the tip of the wire. They estimated the tip to have been roughly 3-4cm in length. Average tortuosity was noted.